Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device, following an unspecified procedure. The reporter stated the physician achieved "complete closure" in the common femoral artery. It was reported that after an unspecified amount of time, while the pt was in the recovery room, the pt's blood pressure began to stop. The pt was taken to surgery. It was reported that a small hole was noted approximately 8cms proximal to the arteriotomy site which reportedly caused a serious retroperitoneal bleed. Within 24 hours of the procedure, the pt reportedly died. It is unknown what add'l medical intervention was attempted or provided. It is suspected by the reporter that the patient had an undiagnosed leaking iliac aneurysm. The hospital does not feel the device caused the event as it was successfully deployed. The pt had been on heparin for some time and had a neurovascular aneurysm.